Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one of three. The hp had disconnected to use the restroom and the machine was alarming system error 2240 when the hp returned to reconnect. The hp then reconnected to try to complete therapy. The technical service representative (tsr) explained the disconnect procedure and assisted the hp in ending therapy. The hp was to complete therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.